Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge elock kept failing and required recovery each time user accessed the fridge. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem & section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a malfunctioning latch and harness, which caused repeated failures of the e-lock. The field service engineer resolved the issue by replacing both the latch and the harness and verified the repair using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid. Part analysis: the report issue was confirmed by the fse testing however, the inspection process conducted in the dchu investigation laboratory showed proper functionality. According to work order (wo) 02121512, the field service engineer (fse) replaced the latch detent, and tested the remote manager with test software successfully. During dchu visual inspection the assy latch detent w/o harness and assy harness sw & solenoid wiring: (pn 134714 02) was received with no signs of physical damage or missing components. (Pn 124162 01) was received with no signs of tears or exposure of copper strands. Laboratory testing revealed that the assy latch detent w/o harness passed all the tests with multimeter and assy harness sw & solenoid wiring present continuity along the cable. Hta test was performed for the assy latch successfully, all the components functioned as intended. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation the root cause was not identified; the failure could not be replicated.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge elock kept failing and required recovery each time user accessed the fridge. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. As per part investigation, it was determined that no failures were observed. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge elock kept failing and required recovery each time user accessed the fridge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.